Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive button due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s middle button was not working and was hard to push and had a blank display. The customer's blood glucose level was 300 mg/dl. The customer was assisted with the troubleshooting. It was stated that the insulin pump was exposed to high altitude as well as to the moisture. Customer stated that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. It was also stated that the insulin pump¿s display returned after restart. The insulin pump will be returned for the analysis.